Event description:
Philips received a complaint on the v60 ventilator indicating that the device experienced a check-vent blower stalled error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) evaluated the device at the customer site and observed the device produced a check-vent blower stalled error code. The device was powered on and put into ventilation mode, the blower stalled after a few minutes and then started to make a "deep grinding noise." The fse determined that a replacement motor controller (mc) printed circuit board assembly (pcba) would be required to resolve the issue. The fse returned to the customer site and replaced the mc pcba. The device issue was resolved and the fse then completed a performance verification test (pvt) which the device passed. The fse confirmed that the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.